Event description:
The customer reported that following a ptca procedure in 2001, a vasoseal vhd kit size 1 was dpeloyed. Two days later, the wound appeared separated and an antibiotic was administered prophylactically, and the patient was discharged from the hosp. Four days later the puncture site was still draining so the patient was given an oral antibiotic. Two days after this the patient reportedly felt something abnormal at the puncture site and found that there was a white plastic tube in the site and pulled it out. After it was removed pus oozed out of the puncture site. Two weeks later, the patient was seen at the hospital for an examination. The white plastic tube was returned to datascope for evaluation. No further complications were reported.